Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed and several no delivery alarms were found in the alarm history. The insulin pump passed the prime test without giving any alarms. The customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.